Manufacturer narrative:
(B)(4). Date sent: 07/14/2025. B3: only event year known: 2025. D4: batch #979a54. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60b reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 979a54, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential e.

Event description:
It was reported that during a bypass procedure, improperly formed staples. The staples are being deployed but do not make contact with the anvil, resulting in multiple cases where the staple lines contain gaps. This has required additional reinforcement or overlapping stapling during several bypasses. The stapler itself functions well and is thoroughly cleaned between uses. Importantly, this issue has also occurred on the very first firing, ruling out the possibility of a leftover staple from a previous use. The procedure was delayed by 10 minutes. No patient consequences were reported.